Manufacturer narrative:
The reporter's meter was provided for investigation, where it was tested using retention controls and retention test strips. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The maximum difference between measurements was 2%. Upon review of the meter's patient result memory, the most recent high result of 6.5 inr was recorded on (B)(6) 2019.

Manufacturer narrative:
The additional information requested for medical assessment was not received. It cannot be determined whether the alleged product contributed to the event as no further information is available. The product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Test strip retention samples passed the internal inspection. The investigation is ongoing.

Event description:
The initial reporter stated a nurse stated the meter showed a very high reading. The patient was sent to the ER and treated. The physician treating the patient said the meter was wrong and the reading wasn't correct. The initial reporter could not provide any additional details including the reading, date, or time (just that it was about a month ago). This case is being reported under an abundance of caution.

Manufacturer narrative:
Question: please provide additional information including ¿ evidence of discrepant results (date/time, methods, readings), treatment at ER, lot # of the test strip, indications for warfarin, underlying medical conditions, medications, and therapeutic range. Answer: the initial reporter was a coordinator at the home healthcare services company and could not provide any additional information at the time of the initial call. She did provide contact information for the nurse that used the meter and reported that the meter showed a very high reading. Roche made three attempts to contact the nurse and voice mail messages were left. The nurse did not contact roche. In an attempt to answer the above questions three additional attempts were made to contact the nurse and voice mail messages were left. To date, the nurse has not returned our calls. At this time we cannot answer the above questions. If the nurse returns our calls we will provide the additional information through the supplemental process.